Event description:
Physician reported that they have had 4 and possibly a 5th patient treated with zoll circulation cooling catheters result in dvt (deep vein thrombosis) in the last month. Three of these were ICU patients, of this one with traumatic brain injury and one was a post cardiac arrest patient. Additional information was received where it was indicated that a (B)(6) female was admitted for acute inferior st elevation myocardial infarction, further complicated by ventricular fibrillation (v-fib or vf) and anoxic encephalopathy. Hypothermia was induced for treatment of anoxic encephalopathy. Sequence of events are as follows: on (B)(6) 2012 an icy catheter was inserted into the right femoral vein. On (B)(6) 2012 an abdominal CT scan was performed for evaluation of hypotension and anemia. The results of the CT scan were indicative of an acute hemorrhage into a hepatic cyst and an incidental finding of dvt (deep vein thrombosis) extending from the right common femoral vein and into the ivc, surrounding the venous catheter. A venogram confirmed the presence of a non-occlusive thrombus extending from the right common femoral vein into the infra-renal ivc (inferior vena cava) associated with the venous catheter. Inferior vena cava (ivc) filter was then inserted via an inferior jugular (ij) approach, then the icy catheter was removed. The ivc (inferior vena cava) clot was identified on abdominal CT scan 38 hours after the catheter was placed. The catheter was removed 53 hours after placement as an inferior vena cava (ivc) filter was placed prior to catheter removal. Patient was on asa, clopidogrel and heparin 5,000 units sc q12h when dvt developed. Physician indicated that patient was not at high risk for dvt. Additional information was received from zoll clinical specialist and reportedly the catheter and ivtm system was appropriately utilized in this case and there was no misuse of the product.

Manufacturer narrative:
The catheter will not be returned to zoll medical corporation for analysis therefore a supplemental report will not be submitted. Product labeling "instructions for use" states that: "possible complications with central venous catheters include: atrial or ventricular perforation, cardiac tamponade, air embolism, catheter embolism, thoracic duct laceration, bacteremia, septicemia, thrombosis, inadvertent arterial puncture, hematoma formation, hemorrhage, nerve damage and dysrhythmias". Note: first patient is reported under MFR# 3003793491-2013-00644. Second patient is reported under MFR# 3003793491-2013-00645. Third patient is reported under MFR# 3003793491-2013-00646. Fourth and fifth patient are reported under MFR# 3003793491-2013-00647.